Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000503: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used during an electrode and probe placement procedure. It was reported that the site had difficulties opening the gantry doors using the up/down, in/out, and left/right buttons, but when they pressed a preset button, the gantry would move. The local representative (cc) also noted a loud sound that is hear when opening the gantry doors. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.